Event description:
A report was received that the clinician noticed particles in the red blood cell bag during a cell saving procedure. Upon further inspection, it was found that the integral filter of the dideco ats autotransfusion cardiotomy had become detached. The clinician elected to continue the procedure and return the collected blood back to the patient through a filter. There was no report of patient injury.

Manufacturer narrative:
The lot number was not provided and therefore, the expiration date is unknown. The lot number was not provided and therefore, the manufacture date is unknown. Sorin group (B)(4) manufactures the dideco ats autotransfusion cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.